Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/24/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.